Event description:
A talent aaa stent graft system was implanted for the treatment of an abdominal aortic aorta. It was reported that the stent graft has migrated distally. Due to the migration of the stent graft the stent graft was explanted. There is no additional information available. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).